Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed motor test. Minor scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump. The blood glucose reading was 168 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.